Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a femoral approach, the 100% stenosed long lesion was located in a severely calcified and moderately tortuous popliteal artery. The 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was being used for pre-dilatation when the balloon ruptured at 4 atms upon first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using a femoral approach, the 100% stenosed long lesion was located in a severely calcified and moderately tortuous popliteal artery. The 1.5mm x 20mm x 143cm coyote es balloon catheter was being used for pre-dilatation when the balloon ruptured at 4atms upon first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. The balloon was deflated. The tip was damaged. The inner shaft was buckled adjacent to the proximal balloon cone. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4.5 mm proximally from the proximal end of the markerband. The balloon presented no irregularities in the balloon material or the ro marker. Functional testing confirmed that the pinhole in the balloon wall prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).